Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarm 16's occurred. Reportedly, customer was unable to clear the alarms and reverted to manual injections for insulin therapy. Customer¿s blood glucose value was around 145-149 mg/dl.